Event description:
Event description guidant received information that this device was pacing at 40ppm. It could not be telemetered. The device has been implanted since 1999. The pacemaker was successfully explanted and replaced without issue. It has been returned for analysis.